Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-00196. This report is associated with MFR report number: 3005168196-2017-00197.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to advance a ruby coil out of its introducer sheath and into a lantern delivery microcatheter (lantern), the coil felt stiff and was unable to advance further. Therefore, the physician removed the ruby coil and deployed and detached five new ruby coils using the same lantern. While attempting to advance a new ruby coil through the lantern, the physician did not mention experiencing any resistance; however, the ruby coil unintentionally detached in the patient¿s body. Therefore, the physician used a snare device to remove the detached coil. While snaring the ruby coil, another previously placed ruby coil got caught onto the snare device and was removed along with the detached coil. The procedure was then completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations. The introducer sheath was ovalized approximately 3.0 cm from its distal end. The embolization coil was intact with the pusher assembly. During functional analysis, the ruby coil could be advanced out of the introducer sheath, but significant resistance was experienced when advancing the proximal end of the embolization coil and the ddt pass the ovalization in the introducer sheath. Conclusions: evaluation of the first ruby coil used in the procedure revealed that the introducer sheath was ovalized near its distal end. This damage may have occurred due to forceful handling of the ruby coil during insertion into the lantern. The ovalization in the introducer sheath likely contributed to the difficulty experienced when advancing the ruby coil during the procedure. Further evaluation revealed that the pusher assembly was bent. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second returned ruby coil revealed that the ddt was sheared off the pusher assembly and the embolization coil was detached. This type of damage typically occurs due to forceful retraction of the ruby coil against resistance. If the ddt becomes sheared off, it will allow the embolization coil to detach from the pusher assembly. Further evaluation revealed the introducer sheath was ovalized in multiple locations throughout its length. This damage may have occurred due to forceful handling of the ruby coil during use. Further evaluation revealed the pusher assembly was bent in multiple locations. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00197.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to advance a ruby coil out of its introducer sheath and into a lantern delivery microcatheter (lantern), the coil felt stiff and was unable to advance further. Therefore, the physician removed the ruby coil and deployed and detached five new ruby coils using the same lantern. While attempting to advance a new ruby coil through the lantern, the physician did not mention experiencing any resistance; however, the ruby coil unintentionally detached in the patient¿s body. Therefore, the physician used a snare device to remove the detached coil. The procedure was then completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.